Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction? Please provide a description of the event, symptoms, and manifestation of the reaction. Name of surgery? What was the procedure date? What date /day post op was the reaction noted? What medications were prescribed for this patient? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent an orthopaedic procedure on an unknown date and topical skin adhesive was used. The surgeon mentioned in a conversation to the rep that he had a patient last month with an allergic reaction to topical skin adhesive. The topical skin adhesive was removed; the patient was placed on antihistamines and topical and oral steroids to resolve the reaction. Patient is now healed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient had no allergies to the list of prineo allergens. (Cyanoacrylate, formaldehyde, benzalkonium chloride, or pressure-sensitive adhesive) as mentioned in previous reply, patient had no known allergies. Pre-screening for sensitivity was completed, he had none. Reaction began under prineo and spread across chest. Patient had a shoulder replacement. Surgeon has been using prineo for years and is very familiar with this product. Patient is to undergo allergy testing at some point. There are no pictures. No dressings were placed over the prineo. Lot number / batch unknown.